Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model vnl-1570stk is available in the USA with a 510k number k162151. We checked the returned unit and confirmed that the distal body scratched, ccd module cloudy, insertion flexible tube (ift) buckled, remote control buttons perforated, remote control buttons perforated, u/d lock lever cracked, light guide cable buckled. Based on the result, we concluded that it was caused due to the ccd module cloudy; however, other failure is not related to the alleged complaint.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy ).